Event description:
Related manufacturer reference number: 3006705815-2021-06503. It was reported that the patient's lead was fractured superior to the anchor. Lead fracture was confirmed with x-ray. The patient has coverage with the other lead. Since it is unknown which lead is fractured, both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A4 patient weight added to the record.

Event description:
It was reported that the leads were explanted on (B)(6) 2021.